Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a waveone reciprocating file broke during use. The broken piece could not be retrieved and was incorporated into the filling.